Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. The issue was resolved by the customer using a new cartridge, and no further assistance was needed.